Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The sample was sent to cpls (customer product line support) for further testing. Qc was within established ranges prior to and after the event. Service was not requested. The customer was only questioning one patient's sample.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible vitamin b12 results above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient's sample . Testing on an alternate method resulted within the normal reference range. There was no death, injury or change to patient treatment reported in connection with this event.